Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: (B)(6). It was reported that during pm visit, the cs300 intra-aortic balloon pump (iabp) had an issue with the main batteries' runtime, battery runtime of 55 minutes. Minimum runtime spec is 135 minutes. The getinge field service engineer reproduced an issue and he replaced batteries (d146-00-0039). Device passed all performance and safety tests according to factory specifications and was returned to customer and cleared for clinical use. The preventive maintenance was completed. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat installed the parts into cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. Batteries ran until 75 minutes, failing the test. Fat was able to verify the reported failure. Retaining the parts in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.